Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump containing baclofen (unknown) for intractable spasticity. It was reported that the magnetic resonance imaging (MRI) technician said that the patient stated that her pump was not working. When asked for clarification she said the patient said they didn't think it was delivering the correct amount of medication. Additional information was received from another healthcare provider reporting that they had received an order for an MRI and the diagnosis was failure of the pump. Healthcare provider had no other details to provide.